Manufacturer narrative:
Additional information was received, the product information was updated - d4. D9: date returned to mfg 5/6/2024. One device was received for evaluation. Review of the event history log revealed the device wasn't in use in (B)(6) 2023. Visual and functional checks were performed. The reported problem was verified. It was determined that the root cause was due to a user issue, no further action was taken. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient (teenager), who was treated at home for pain, independently gained access to administer the pump and changed (increased) the dosage of a ¿morphine-like¿ drug. The patient was admitted to the hospital for two weeks for ¿detoxification¿.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.